Event description:
During a shoulder repair procedure utilizing a truepass needle, single pack, sterile bx 5, it was reported that the needle broke in the patient. It is unknown if the needle remains in the patient since the broken device was discovered post procedure and no x-ray of the patient was taken.

Manufacturer narrative:
Evaluation was not possible, as the device will not be returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Additional information received on february 3, 2014. The surgeon took an x-ray of the patient's shoulder for case follow-up. There was no broken piece of the device noted. The patient's condition was reported as fine. (B)(4).

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).